Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a corrective injection using multiple daily injections (mdi) and was at a doctor's appointment to consult with an endocrinologist. A call back was made to complete troubleshooting, technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.